Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
In (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On the same day, a peritoneal effluent analysis and culture were performed. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with tobramycin (40mg, daily, ip (intraperitoneal) and reflin (1gm, daily, ip). Pd therapy was ongoing as well as remedial therapy with tobramycin and reflin. The peritonitis was resolving. No concomitant medications were reported. The reporter believed that the event of peritonitis was not related to pd therapy